Event description:
It was reported that the patient had an increase in pacing threshold on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular), the pacing lead was beyond the expected upper range, and device memory indicated a lead warning alert. Indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Concomitant: 7232cx implantable cardioverter defibrillator (ICD)  (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further noted that the rv lead experienced rising/high impedance. In addition, the rv lead was partially explanted.